Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from the intreped clinical database. Treatment of a right unruptured ica (internal carotid artery) aneurysm measuring 6.3mm x 4.2mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2012 and experienced fatigue, left sided heaviness, and headaches on (B)(6) 2012. It was reported that the patient's condition resolved on the same day.

Manufacturer narrative:
(B)(4).